Manufacturer narrative:
Additional information was received via adjudication on 3/25/2010. The precise sent was implanted in the right common carotid artery bifurcation to the right ostial internal carotid artery with 0% residual stenosis. As previously reported, the patient was admitted with an ischemic stroke approximately 5 days after the index procedure. An ophthalmologist reported there was no optic ischemia or arterial occlusion and felt that bilateral cataracts could explain the decreased visual acuity. One day following admission, a neurology note documented normal neurological findings except the patient stuttered, but was not aphasic. The discharge summary noted that the infarcts found on MRI were likely related to atherosclerotic plaque that was ruptured during the index procedure.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or mfg process of the device.

Event description:
Health professional reported an alleged lap-band port leak that was first noted during an adjustment fill appointment. The port was explanted and replaced.

Event description:
As reported via the registry, a pt experienced an ischemic stroke approximately five days after a precise stent was implanted in his right carotid artery. He had begun to experience mild right-sided headache two days after the index procedure. The headache worsened with right retro-orbital throbbing pain. He also complained of feeling exhausted and some chest tightness. When his symptoms did not improve, he reported to the emergency dept with difficulty in word-finding, difficulty in thinking, photophobia, and blurry vision in the right eye. A CT of the head revealed a new hypo density in the anterior medial right temporal lobe. An MRI showed multiple bilateral small infarcts likely from embolic source. He was admitted for medical mgmt with minimal deficits and was evaluated by occupational, physical and speech therapy. He was discharged the following day in stable condition with outpatient speech therapy. He continued to have problems focusing, organizing things and following through, as well as memory impairment from time to time. Nine months after the index procedure, he complained of decreased vision. Approximately 10 months later, he had a fainting episode while standing in the sun and fell, even though it was not a hot day. He was evaluated in the ER and found not to have any problems. At the time of the index procedure, angiography had revealed 90% stenosis in the ostium of his right internal carotid artery and the bifurcation of his right common carotid artery. The lesion was 10mm in length and the reference vessel was 6mm in diameter and mildly tortuous. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A 8.0 x 20mm precise pro rx was implanted at the target lesion, and the angioguard was retrieved with no debris observed in the filter basket. Post-procedure, there was mild residual vascular luminal irregularity, but no further hemodynamically significant stenosis at the stent site. The pt left the angiography suite without neurological deficit. The pt was discharged approximately two days after the index procedure on aspirin and clopidogrel